Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting the poor communication screen on their recharger. The patient was not able to connect the ins with the patient programmer. The patient stated that the last time they charged their ins was ¿well over 6 months ago¿ due to hip and knee replacement surgery (unrelated to their device/therapy). Patient services reviewed the device possibly being overdischarged and they redirected the patient to their healthcare provider (hcp). The event occurred on (B)(6) 2020. Additional information was received from the patient. It was reported that the patient was recovering from a hip and knee replacement and couldn't charge the unit, then it wouldn't charge. The patient met with a rep and it was determined the unit was beyond charging. The patient was having intermittent shorts when it wouldn't stay on that were unresolved. The implant has been implanted for more than 7 years. The patient was waiting for an appointment to get it replaced. No further complications were reported.